Event description:
It was reported that impedance testing showed high impedances of greater than 10,000 on electrodes 11, 13, 14, and 15. There were no patient symptoms or complications associated with the event, but it was also reported that the patient had a loss of paresthesia on one side of the lead. Reprogramming was performed around those electrodes and group b was created. This allowed the patient to feel some paresthesia until midnight, but then he lost paresthesia again. The manufacturer¿s representative (rep) did not believe there were any falls/ trauma in the patient¿s history. The cause of the issue and the issue were not resolved. At the time of the report the patient was alive with no injury. It was reported that a sensor issue was ruled out because, the sensor was not active. It was reviewed that it was not clear whether the problem was at the pocket site or further up the lead. It was reported that the patient had an appointment scheduled with their healthcare provider (hcp) in two weeks to troubleshoot and get x-rays. The patient was not receiving therapy on half the lead at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was later reported on the day of the revision surgery that the impedances were high on the 8-15 lead. The doctor wanted to push the lead back in and connect it down and run an impedance check. The company representative wanted to know if there was a way of knowing exactly what level the battery was at. The patient has not had the implantable neurostimulator (ins) charged in a while and it was showing 25% full. The patient did not bring his recharger and there was not an extra recharger to check .

Event description:
The company representative confirmed that the 8-15 lead had pulled slightly out of the header. The lead was pushed in and screw was tightened. Impedances returned to normal. Programming returned to normal.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative provided images of x-rays which indicates the problem. One lead tail is pulled out of the header block. The original physician no longer accepts the patient due to insurance. The patient discussed opening up the pocket with the surgeon. The patient is scheduled for surgery on (B)(6) 2014, with the intent of repositioning the lead in the battery header.